Manufacturer narrative:
The device is in the process of being analyzed. When our investigation has been completed a follow-up report will be submitted.

Event description:
During an ablation procedure using a view flex xtra ice catheter, the tip of the catheter separated from the shaft while in vivo. The physician indicated the viewflex catheter functioned normally throughout the case with no steering issues and consistent image quality. The physician took one last image to check for a pericardial effusion, revealing there was no viewflex catheter was no longer attached to the shaft. Fluoroscopy revealed the tip of the catheter was near the femoral vein and eventually moved into the inferior vena cava. A non-sjm snare device was inserted through an agilis introducer but the tip was unable to be retrieved due to the french size of the agilis. The tip of the viewflex migrated to the right atrium so another non-sjm snare was inserted through a 14f introducer with successful retrieval of the viewflex tip. There were no adverse consequences to the patient.